Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 20 mg/ml morphine at an unknown dose for non-malignant pain. Pump erosion of the pocket was reported, and the device actually ruptured the skin. The patient¿s pump was implanted in the back/buttocks and had eroded through the skin. The healthcare provider (hcp) was going to take the pump out and tunnel to the belly and add catheter to move the pump on the date of this report. It was further reported that the pump was originally put in the patient¿s butt from a previous surgeon in a different state. The doctor was going to relocate the pump to her stomach. It was uncomfortable to have it in her buttocks. It was found that the original catheter was not long enough to move to her stomach, so they had to add to it. They cut off a small section of the pump connector and attached a new spinal segment of a new catheter to it and funneled it to her new pocket in her belly. The issue was resolved at the time of this report and the patient status was listed as ¿alive - no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were unknown (asked and would not be made available for legal/confidential reason). The rep also called for assistance with programming the new length of the catheter. It was noted they were able to successfully aspirate from the catheter access port (cap) and would be doing a prime of just the catheter over 24 minutes. The event date was (B)(6) 2018. No further complications were reported/anticipated or expected.

Manufacturer narrative:
The event date of (B)(6) 2018 is no longer applicable. Occupation: non-healthcare professional. Eval code - conclusion code is being updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative (rep) indicated they were made aware of issue during a pre-operative talk with patient. It was reported a doctor from another state had put the pump in and it had recently started becoming really uncomfortable in her butt cheek. No specific dates and details were given to me. The pump did not erode through the skin, but did irritate it, due to where it was, and normal wear of skin in that area. Therefore, the doctor moved it from her bottom to her belly. At this time to the rep¿s knowledge all issues have been resolved. No further complications were reported/anticipated or expected.